Manufacturer narrative:
An osseotite® certain® 2 implant 4 x 11.5mm (xifoss411) was returned for investigation, see attached image 1. Visual inspection of the as returned product identified slight foreign material around the threads. Cover screw was also attached. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported device was located on tooth # 19 and was used for approximately 4 months and 4 days. DHR review was completed for the subject lot number (2018050127). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2018050127) for similar event and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (infection) and device (xifoss411). Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive root cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implant (xifoss411) was extracted due to infection and bone loss. Tooth location 19.